Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that two days prior to the report, the patient charged the implantable neurostimulator (ins) to 100% and suddenly, it drained down to 50%. The patient stated that they also saw the ¿no device found¿ message (screen 16) on the controller. The patient tried to charge multiple times and confirmed that the implantable neurostimulator recharger (insr) was over the ins. The controller battery was 100% charged and it showed that the ins was 0% charged. The issue was not resolved at the time of the call as the patient hung up. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that since implant, when the patient would change their stimulation, they sometimes would not feel the stimulation. They also noticed the ins was depleting fast and their controller wasn't warning them. When the ins would get down to 20-30%, the patient's knees would start to jerk. They were redirected to their doctor. No further complications were reported or anticipated. [Omitted information pertaining to sickness causing stress and atrial fibrillation - see medical review in rd task]